Event description:
New information received indicated that on (B)(6) 2024, the device exhibited atrial under-sensing resulting in non-sustained right ventricular over-sensing due to functional loss of capture. No patient symptoms were reported.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed atrial undersensing resulting in delay in mode switch and non-sustained right ventricular oversensing due to functional loss of capture. No changes or interventions were reported. There were no patient consequences.